Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: during a robotic prostatectomy, the surgeon was suturing the anastomosis. The device took a bite of the urethra and the suture came off the needle. The needle is stuck in the patient's urethra. The device fragment was not retrieved. No unanticipated tissue loss or extension in surgical time.